Event description:
The customer stated that he was hospitalized for low blood glucose levels in the range of 50 mg/dl. Prior to the event, the customer stated that he gave himself a bolus without first checking his blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.